Manufacturer narrative:
Investigation results: upon receipt at our post market quality assurance laboratory, this ranger dcb device was examined. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A longitudinal tear in the balloon material was noted, confirming the event. An examination of the tip, shaft and markerbands found no issues. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. Initially, a non-drug coated balloon was used. During inflation, as the pressure was increased gradually from nominal toward the burst pressure, the balloon ruptured inside the patients body, resulting in leakage of the contrast agent used for inflation. The procedure was completed with a different device. No patient complications were reported, and the patient remained in good condition following the procedure. A ranger device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A longitudinal tear in the balloon material was noted, confirming the event. An examination of the tip, shaft and markerbands found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. Initially, a non-drug coated balloon was used. During inflation, as the pressure was increased gradually from nominal toward the burst pressure, the balloon ruptured inside the patients body, resulting in leakage of the contrast agent used for inflation. The procedure was completed with a different device. No patient complications were reported, and the patient remained in good condition following the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. Initially, a non-drug coated balloon was used. During inflation, as the pressure was increased gradually from nominal toward the burst pressure, the balloon ruptured inside the patients body, resulting in leakage of the contrast agent used for inflation. The procedure was completed with a different device. No patient complications were reported, and the patient remained in good condition following the procedure.

Manufacturer narrative:
A ranger device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A longitudinal tear in the balloon material was noted, confirming the event. An examination of the tip, shaft and markerbands found no issues. No other issues were identified during the product analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.